Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead experienced syncopal episodes. Review of stored device memory noted a stored ventricular tachycardia (vt) episode that correlated with the syncope, however, it was undetermined if the vt was the cause of the syncope. This product remains implanted and in service. No additional adverse patient effects were reported.